Event description:
The caller alleges the bgstar meter is inaccurately measuring blood-glucose too high. As a result, additional insulin was administered causing hypoglycemia. According to the caller, the device gives inconsistent values between readings. The results obtained by the patient were: (B)(6) 2015 at 7:12, 254 mg/dl and at 7:13, 403 mg/dl. On (B)(6) 2015: 270mg/dl and 328 mg/dl. Due to those results the patient modified his treatment to diminish his blood-glucose. The control solution test performed by the caller was within range. No further information available regarding patient's medical history, his diabetic disease and the amount or type of insulin injected.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR was referenced. This shows the meter left the factory operational. The test strip lot DHR was referenced. This shows the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined. Insulin may have contributed to the event. The cause of the discrepant values may have been caused by factors such as environment, medical, testing practices and storage. This event will continue to be trended.

Manufacturer narrative:
The device has been requested and has been returned to the manufacturer. A confirmation investigation shows the meter is operating within specification. The test strip lot DHR was referenced. This shows the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined. Insulin may have contributed to the event. The cause of the discrepant values may have been caused by factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure. This event will continue to be trended. The meter has been returned to the manufacturer. A confirmation investigation found the meter is operating within specification. This additional information does not affect the root cause analysis.